Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient is feeling symptoms of dizziness, palpitations and occasional burping when driving over a rough road and some other roads as well. The patient was seen by the physician and adjustments were made to the device. The device remains in use. No further patient complications have been reported as a result of this event.